Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that the day after their implantable cardioverter defibrillator (ICD) system was implanted the device alerted. The device was checked, and the patient brought back into surgery. The device remains in use. No patient complications have been reported as a result of this event.